Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device was left on for 24 hours and the display did not show signs of random input. The unit was determined to be functioning as designed.

Event description:
It was reported that the touch screen randomly navigates to different screens with no touch input. No consequences or impact to patient.